Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. The patient presented for elective angioplasty. Vascular access was obtained via the femoral artery. The, 90% stenosed, 10x2.75mm target lesion was located in a moderately tortuous, moderately calcified mid left circumflex (lcx). The lesion was eccentric, de novo and contained a significant bend between 45 and 90 degrees. The lesion was pre-dilated using a 2.5x9mm maverick balloon. A 2.75x16mm promus element ¿ stent was introduced and significant resistance was encountered while advancing the device. When the physician tried to deliver the stent, the shaft broke at approximately 25cm from the hub. The device was removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patients status was stable.

Manufacturer narrative:
Device evaluated by MFR.: a visual and tactile examination found multiple kinking on the hypotube shaft and the shaft itself was broken in the region of a severe kink. The hypotube broke 235mm distal from the strain relief. The hypotube may have broke due to the application of excessive force which may have initially kinked the device and then resulted in the hypotube breaking. The bumper tip of the device showed signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the stent found no issues with its profile. A visual and tactile examination of the outer and midshaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The patient presented for elective angioplasty. Vascular access was obtained via the femoral artery. The, 90% stenosed, 10x2.75mm target lesion was located in a moderately tortuous, moderately calcified mid left circumflex (lcx). The lesion was eccentric, de novo and contained a significant bend between 45 and 90 degrees. The lesion was pre-dilated using a 2.5x9mm maverick balloon. A 2.75x16mm promus element ¿ stent was introduced and significant resistance was encountered while advancing the device. When the physician tried to deliver the stent, the shaft broke at approximately 25cm from the hub. The device was removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patients status was stable.